Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 69-year-old male underwent high risk percutaneous coronary intervention (hrpci) with implantation of an impella cp device via the right femoral artery on (B)(6) 2026 at 10:50 am. During a requested proactive follow up call, the attending rn reported new onset hematuria, bleeding from multiple sites, a firm abdomen, and pain at the impella access site. No abnormal laboratory values were noted at that time of reporting. Based on the available information, a causal relationship between the impella device and the reported events¿including bleeding and subsequent death¿cannot be determined due to significant clinical information gaps. Contributing factors such as anticoagulation management, patient comorbidities, hemostasis techniques, and procedural details remain unknown. Device evaluation is pending and may provide additional insight into potential device related involvement.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related to anticoagulation management as the bleeding resolved when the act came down. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received stating that the bleeding from multiple sites resolved when the activated clotting time (act) came down; no blood transfusion or further issues or interventions. Urine cleared up as well.

Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected.